Event description:
Patient called lfs alleging that the induo meter was reading inaccurately high. Patient was not aware that the meter was set to mg/dl, instead of mmol/l, for several weeks. In 2003 patient obtained a "55 mg/dl" at 12:00, which believed to be "5.5 mol/l". Patient took 8 units of insulin, as prescribed. After having lunch, patient obtained a "37 mg/dl", which patient believes to be "3.7 mmol/l". At 2:00 pm patient lost consciousness. While unconscious, the family member tested the blood glucose level and obtained a "30 mg/dl", which family member believed to be "3.0 mmol/l". Soon after, the paramedics arrived and obtained a "1.7mmol/l" on their meter. Patient was treated with glucose. Patient was not transferred to the hospital. At 4:30 pm, patient reported obtaining a "175 mg/dl" and feeling better. At 12:45 am, patient reported obtaining a "374 mg/dl" due to not taking enough insulin the day prior. At 1:00 am, patient took 10 units of insulin, instead of the normal 12 units. When the patient visited the diabetes nurse the following morning, the nurse provided a back up meter. When patient's family member called lfs, the customer service representative discovered that the meter was set to mg/dl, instead of mmol/l. Patient's family member explained that they had not noticed the unit of measurement for weeks. The customer service representative walked patient's family member through a control solution test, which fell within the accepted range. There was no evidence of a meter malfunction, however, the patient did suffer an adverse events as a result of the meter being in the wrong unit of measurement. If the meter was set to mmol/l, the patient may have administered self-treatment prior to losing consciousness. The customer service representative sent patient a back-up meter.